Event description:
The customer called, reporting they were receiving an error 4 message when inserting strips into their freestyle meter. A battery icon was also showing on the display which is an indication that the meter may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The prod has been requested for investigation. A final report will be submitted when the investigation is complete.